Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarms while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review noting loss of external power events. Technical service reviewed the log file and replied to the customer ¿ confirming the loss of external power events; no other issues were noted in the log file. The event log file contained approximately 11 days of patient event data. There was three loss of external power events during a 2 minute period that occurred with the patient using the mpu. The events lasted 4 to 7 seconds in duration. The controller operated on backup battery power during the events. The mpu was the power source before and after the events. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of mpu output. Per the log file, the low voltage alarms appeared to be associated with the loss of external power events. The customer replaced the patient¿s mpu and returned it for evaluation. The mpu was evaluated by technical service. The mpu was operationally tested for several days; no issues were observed or duplicated. The mpu was returned to the customer. The root cause of the loss of external power events while using the mpu was not determined in this investigation. The returned mpu was operated properly when checked and the specific reason for the loss of mpu output was unable to be determined from the log file. The mobile power unit (mpu) assembly was made in 27may2020. The unit was packaged and placed into stock on (B)(6) 2020. The unit was sent to the customer on (B)(6) 2020. The unit had no previous services. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord for the mpu. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU . Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook - ¿alarms and troubleshooting¿; ¿no external power alarm¿ power cable disconnected alarm) and the heartmate 3 lvas IFU ¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm.¿ device history record review: the mobile power unit (mpu) assembly (pn 108285) was made in (B)(6) 2020. The unit was packaged (pn 100159807) and placed into stock on (B)(6) 2020. The unit was sent to the customer on (B)(6) 2020. The unit had no previous services. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord (pn 100160225) for the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient had low voltage and no external power alarms on (B)(6) 2021 around 07:50 am. The patient was asleep at the time of the event and did not hear any audible alarm. The patient's mobile power unit (mpu) was exchanged. The mpu was to be returned for analysis. A review of the log file noted low voltage and no external power events on (B)(6) 2021 at 07:49 and again at 07:51 while the patient was connected to the mpu. It appeared that the mpu lost total power enabling the controller's emergency backup battery (ebb) until power was restored to the mpu on both occasions. The mpu had a v-lock connector on the a/c power cord. It was unknown if the power cord came loose at the back of the wall/outlet or at the back of the unit. The patient was sleeping at the time of the event. The event only lasted for 10 minutes. The patient did not report loss of house power. The patient did not hear any alarm from the mpu or the controller. The account did not know if the alarms resolved with mpu exchange. The patient did not live close to the hospital. The account did not ask the patient for additional information as the patient had their new mpu.